Event description:
It was reported that during the check of the emergency bag it was noted that the protection cap from ez-io needle has come loose. It was confirmed that the needles are stored in their original unit box in the customers warehouse. However, when the needles are delivered or forwarded to the rescue vehicles the needles are stored in its single packaging in an emergency bag. At the time when the issue was detected, the ez-io needles were stored in the emergency bag.

Manufacturer narrative:
(B)(4). The DHR file is not available for review. Received one (1) 9001p-EU-005, ez-io 25mm needle + stabilizer bx/5 (EU) for investigation purposes. A visual inspection was performed upon receipt to determine if the complaint sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was detached from needle set, and the needle was protruding through the pouch approximately 3/8 ", which could easily be seen without magnification. The complaint has been confirmed. Certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 04/2019 and is approximately 6 months old. The complaint has been confirmed via visual inspection. Athlone (legal manufacturer) has issued a non-conformance to address the needle puncture issue. The complaint of a protruding needle has been confirmed based on a visual inspection. Athlone (legal manufacturer) has issued a non -conformance to address the needle puncture issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the check of the emergency bag it was noted that the protection cap from ez-io needle has come loose. It was confirmed that the needles are stored in their original unit box in the customers warehouse. However, when the needles are delivered or forwarded to the rescue vehicles the needles are stored in its single packaging in an emergency bag. At the time when the issue was detected, the ez-io needles were stored in the emergency bag.